Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was due to faulty connector unit and board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a laparoscopic cholecystitis procedure, the flow of the high flow insufflation unit was switched to hi and the intensity of flow went down. The entire tower was immediately replaced with a similar device and the operation was completed successfully without any negative impact or ham to the patient.